Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the low voltage lead was explanted for an unknown reason. There were no patient consequences.